Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The cause of the reported event was due to the twisted control bar. Unfortunately, with the information provided, we are unable to provide further analysis of the complaint reported, or draw any definitive conclusions as to the root cause of the reported issue. The zimmer air dermatome instruction manual states that the device should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. It further states that an annual factory calibration checks are strongly recommended to verify continued accuracy of the device.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated this air dermatome. Initial qa inspection of the air dermatome by medicrea revealed that the handpiece was badly worn and there was a blow to the body. There was a little corrosion on the engine with a hard point and the control bar was twisted. Repair of the air dermatome was performed by medicrea which included replacement of the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, control bar, reciprocating arm, lever, ball plunger and fine adjustment cam. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by medicrea it was noted that the control bar was twisted. The root cause of the reported event was due to the twisted control bar. The issue was resolved with the replacement of the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, control bar, reciprocating arm, lever, ball plunger and fine adjustment cam. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that there was a problem with the device during surgery while taking the graft. The thickness did not match the setting so a second graft was required. An alternate device was retrieved to take the second graft with a delay of 10 minutes. No additional patient consequences were reported.